Event description:
A hemodialysis user facility has reported that, as the pt was connected to start treatment, a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood glucose was 100 cc's. There is no other known ill effect to the pt. Sample is available.